Event description:
Three months after pci, 100% restenosis was found. Pci was performed on this pt who presented for elective treatment of a 97% de novo lesion in the mid lad of 35.19mm in length in an unk vessel diameter. The lesion was described as eccentric, diffused and moderately calcified. Pre-procedure medications included aspirin 100 mg/day, ticlopidine hydrochloride 200mg/day and warfarin potassium 5 mg/day. Intra-procedure medications included aspirin 100 mg/day and warfarin potassium 5 mg/day. The lesion was pre-dilated with a 2.0x20mm balloon at 14 atm before deploying two overlaping stents. First deployed was a 2.5x23mm cypher at 18 atm and a 3.0x18mm was deployed at 18 atm. Post-dilation was conducted with a 3.25x8mm balloon at 16 atm only on the cypher implanted proximally. Ivus was conducted. Timi ii and iii flows pre and post-procedure, respectively.